Event description:
Father of home patient (hp) reported patient line disconnected from the homechoice set during treatment. Hp stopped treatment at time 2240 alarm. Hp was treated with prophylactic antibiotics. There was no hospitalization or injury associated with this incident.